Event description:
Reported 1 incident of broken occluder feet on a transfer set. Per affiliate, this incident was noted after about 1 month into the use of the set. Per affiliate, the patient's transfer set was changed and no patient injury or medical intervention was associated with this incident.